Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device was not cutting properly; the machined head and width plate were damaged, the external e-ring was missing, the reciprocating arm was worn, and the control bar failed and was out of position. The external e-ring, reciprocating arm, machined head, ball plunger, lever, pin, control bar, and screws were replaced and the control bar was adjusted to resolve the reported issue. The width plate was returned as is. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: great britain.

Event description:
It was reported that during surgery, on an unknown date, the device was cutting too deep despite being set correctly. It is unknown if there was patient impact, and there was a delay of 10 minutes. Another device was utilized to complete the procedure. Due diligence is completed, no further information is available.

Event description:
It was reported that during surgery, on an unknown date, the device was cutting too deep despite being set correctly. There was a delay of 10 minutes. Additional skin graft was taken. Another device was utilized to complete the procedure. Due diligence is completed; no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b1, b2, b4, b5, g1, g3, g6, h1, h2, h6 and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any action taken by the manufacturer.